Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k)#: p100022/s014. 1x zisv6-35-125-6.0-100-ptx of lot c1264109 was implanted in the patient, and is unavailable for evaluation. With the information provided, a document based investigation was carried out. From customer testimony, the patient was known to have a history of coronary artery disease, congestive heart failure, hypertension, and type ii diabetes. Study leg rutherford classification was three and the patient was taking aspirin pre-procedurally. Imaging was requested from the customer. At the time of the investigation, this was not available. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Prior to the receipt of additional complaint information re thrombus intra stent clinical input was received which described a number of potential causes. Possible causes for the occlusion observed could include inadequate opening of the stent or lesion, post-operative hypotension, impairment of inflow or inadequate anti coagulation/platelet treatment. It was also noted that while the customer reported that no thrombus was retrieved with thrombectomy. It is possible that a thrombosis was resistant to lysis or mechanical retrieval. Therefore, it is a possibility that thrombosis did occur (occurrence of thrombosis has been queried, but not confirmed). Other possible contributory factors could include extrinsic forces placed on the stent due to patient movement, depending on the precise placement of the device in the patient anatomy. Also, active changes to the vessel wall created by the balloon/stent, can result in subintimal hematoma, local inflammation, thrombogenicity at the site and reactions of the injured media could lead to recruitment of cells trying to heal the injury. In addition inflammation, potential allergic reaction to the metal or the drug, thrombogenicity, imperfect seating of the stent, unrecognized/untreated dissection outside the stent, or potentially further vessel damage due to the natural motion of the vessel at the adductor canal and fortuitous placement of the stent edge at a site susceptible to significant motion could all lead to an acute reaction that could lead to occlusion finally the patient anatomy was also reported as calcified, which could have led to more vessel wall injury than was recognized during the procedure. Further information was subsequently received from the customer. The final angiography measurements from the procedure showed 0% stenosis within the lesion, as opposed to 80% before the procedure. The restenosis event occurred ten days (4th november 2016) after the stent implantation. There was no indication of worsening symptoms, so the event appears to be an acute rather than progressive occlusion. The site has yet to confirm if a thrombus was present or not. The customer also stated that the event was located within the study lesion (within 5mm distal or proximal to the study lesion), indicating that the occlusion occurred at the stent site. No inflammation or allergy to nitinol or paclitaxel was noted. The implant site was the left femoral artery. Additional information was again received re thrombus intra stent: ¿the site have now clarified that a 50% preexisting and untreated stenosis was present upstream of the implanted stent which caused or contributed to the event. The pi has via email confirmed that: "the stenosis was existing before intervention upstream the stent. And this lead to a thrombus intra stent. During the secondary intervention they add another stent on the pre-existing stenosis and removed the thrombus in the stent." Following the addition of the information as outlined above, an updated evaluation of the event was requested from clinical, and the following was received: ¿based on what you¿ve provided, I¿d be comfortable saying that the patient¿s condition (i.e. The stenotic vessel upstream) likely contributed to the thrombus, but I¿m not comfortable saying that this and this alone resulted in stent thrombosis, since thrombosis may be multi-factorial.¿ it is known that the patient had the following potential risk factors to a thrombosis event: hypertension and type ii diabetes. It is likely that the patient condition contributed to this event, i.e. The stenosis that was preexisting upstream to the stent. However, as no imaging was available for review a definite root cause cannot be determined. It may be noted that as per the instructions for use, thrombosis of the stented artery is listed under potential adverse effects. The investigation will be updated, in the event that imaging of the complaint device is made available. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1264109. From customer testimony, treatment for this event included a thrombectomy and further stenting. No other adverse effects were reported for the patient quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional clinical input confirming the failure mode to be thrombosis instead of restenosis and an update to the investigation conclusions. Initial report details: (B)(6), site reported occlusion/restenosis ¿possibly¿ r/t study device & ¿definitely¿ r/t procedure. On (B)(6) 2016 during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the left distal sfa, 80 mm in length. The lesion status was de novo with moderate calcification, no thrombus, a patent inflow tract, and three patent runoff vessels. The proximal reference vessel diameter (rvd) was 5.5 mm, the distal rvd was 5.0 mm with 80% diameter stenosis in study lesion. The lesion was pre-dilated. There were no difficulties during the procedure. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was diagnosed with an occlusion/restenosis within the study lesion. The clinical signs and symptoms was the re-emergence of the claudication. The imaging evidence was per ultrasound and angiography. Treatment included thrombectomy and stenting. (The site has indicated there was no thrombus and a query has been issued to verify.) The site indicated that the pre-existing condition of ¿the pathology¿ caused or contributed to the event. (Site has been queried for further clarification.) The device did not malfunction or deteriorate in characteristics or performance.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The 1x zisv6-35-125-6.0-100-ptx of lot c1264109 was implanted in the patient, and is unavailable for evaluation. With the information provided, a document based investigation was carried out. From customer testimony, the patient was known to have a history of coronary artery disease, congestive heart failure, hypertension, and type ii diabetes. Study leg rutherford classification was three and the patient was taking aspirin pre-procedurally. Imaging was requested from the customer. At the time of the investigation, this was not available. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Clinical input was received which described a number of potential causes. Possible causes for the occlusion observed could include inadequate opening of the stent or lesion, post-operative hypotension, impairment of inflow or inadequate anti coagulation/platelet treatment. It was also noted that while the customer reported that no thrombus was retrieved with thrombectomy. It is possible that a thrombosis was resistant to lysis or mechanical retrieval. Therefore, it is a possibility that thrombosis did occur (occurrence of thrombosis has been queried, but not confirmed). Other possible contributory factors could include extrinsic forces placed on the stent due to patient movement, depending on the precise placement of the device in the patient anatomy. Also, active changes to the vessel wall created by the balloon/stent, can result in subintimal hematoma, local inflammation, thrombogenicity at the site and reactions of the injured media could lead to recruitment of cells trying to heal the injury. In addition inflammation, potential allergic reaction to the metal or the drug, thrombogenicity, imperfect seating of the stent, unrecognized/untreated dissection outside the stent, or potentially further vessel damage due to the natural motion of the vessel at the adductor canal and fortuitous placement of the stent edge at a site susceptible to significant motion could all lead to an acute reaction that could lead to occlusion finally the patient anatomy was also reported as calcified, which could have led to more vessel wall injury than was recognized during the procedure. Further information was subsequently received from the customer. The final angiography measurements from the procedure showed 0% stenosis within the lesion, as opposed to 80% before the procedure. The restenosis event occurred ten days ((B)(6) 2016) after the stent implantation. There was no indication of worsening symptoms, so the event appears to be an acute rather than progressive occlusion. The site has yet to confirm if a thrombus was present or not. The customer also stated that the event was located within the study lesion (within 5 mm distal or proximal to the study lesion), indicating that the occlusion occurred at the stent site. No inflammation or allergy to nitinol or paclitaxel was noted. The implant site was the left femoral artery. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. The patient exhibited a re-occurrence of claudication, which could suggest a progression of the peripheral arterial disease in the left superficial femoral artery (sfa). Customer testimony stated that the pathology of the patient could have contributed this event, and that there was no evidence to suggest a malfunction of the implanted stent. However, as imaging is not available, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product instructions for use that accompanies the device restenosis of the stented artery is listed under potential adverse effects. The investigation will be updated, in the event that imaging of the complaint device is made available. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. From customer testimony, treatment for this event included a thrombectomy and further stenting. No other adverse effects were reported for the patient quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6), site reported occlusion/restenosis ¿possibly¿ r/t study device & ¿definitely¿ r/t procedure. On (B)(6) 2016 during the index procedure the patient received one zilver ptx stent. The study lesion was in the left distal sfa, 80 mm in length. The lesion status was de novo with moderate calcification, no thrombus, a patent inflow tract, and three patent runoff vessels. The proximal reference vessel diameter (rvd) was 5.5 mm, the distal rvd was 5.0 mm with 80% diameter stenosis in study lesion. The lesion was pre-dilated. There were no difficulties during the procedure. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was diagnosed with an occlusion/restenosis within the study lesion. The clinical signs and symptoms was the re-emergence of the claudication. The imaging evidence was per ultrasound and angiography. Treatment included thrombectomy and stenting. (The site has indicated there was no thrombus and a query has been issued to verify.) The site indicated that the pre-existing condition of ¿the pathology¿ caused or contributed to the event. (Site has been queried for further clarification.) The device did not malfunction or deteriorate in characteristics or performance.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. Images relating to this event have been requested. Additional information is also currently pending. A follow up report will be submitted in 30 days.

Event description:
(B)(6), site reported occlusion/restenosis ¿possibly¿ r/t study device & ¿definitely¿ r/t procedure. On (B)(6) 2016, during the index procedure the patient received one zilver© ptx© stent. The study lesion was in the left distal sfa, 80 mm in length. The lesion status was de novo with moderate calcification, no thrombus, a patent inflow tract, and three patent runoff vessels. The proximal reference vessel diameter (rvd) was 5.5 mm, the distal rvd was 5.0 mm with 80% diameter stenosis in study lesion. The lesion was pre-dilated. There were no difficulties during the procedure. The patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was diagnosed with an occlusion/restenosis within the study lesion. The clinical signs and symptoms was the re-emergence of the claudication. The imaging evidence was per ultrasound and angiography. Treatment included thrombectomy and stenting. (The site has indicated there was no thrombus and a query has been issued to verify.) The site indicated that the pre-existing condition of ¿the pathology¿ caused or contributed to the event. (Site has been queried for further clarification.) The device did not malfunction or deteriorate in characteristics or performance.